Event description:
Litigation papers allege: patient suffered hip pain, causing difficulty ambulating and other medical conditions to his detriment. Patient learned that his asr was failing and releasing metal ions into his body. The release of the metal ions from the asr caused the concentration of these ions in patients body to reach above normal levels, causing serious and permanent damage to his body.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Correction: it was not litigation papers that provided the new information with which we updated this complaint, as was stated in the first follow-up, but rather medical records we received with a claim. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Litigation papers received. They provided information we have added to the complaint. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.